Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 7.0 mmol/l. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a critical pump error message. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was found in the formatted history file. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the critical pump error. The pump was received with a cracked case on the back at the battery tube area and battery tube threads, minor scratches on the lcd window, case and keypad overlay.